Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (529 mg/dl) and insulin injections were administered to address the high bg. The cause was not known; however, the customer was thinking the high bg may be related to the infusion set site. A pump system check was performed and no device or site issue was identified. The customer agreed that the pump was functioning properly. Tandem technical support advised the customer to discuss the event with a healthcare provider.